Event description:
It was reported that the customer was experiencing high blood glucose. The customer's most recent glucose reading was 425 mg/dl, and he was treated with the insulin pump. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime test and the test passed. Performed a high pressure test twice and the insulin pump failed the test. A replacement of the insulin pump was requested. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.